Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" when attempting to charge 30 joules. Complainant indicated that there was no pt involvement in the reported malfunction.